Manufacturer narrative:
Result of investigation: touch screen is not reacting on user touch inputs. Trouble shooting was performed, it was concluded that the touch screen micro usb cable connecting the display unit to the main electronics is defective. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). The customer provided a video showing the issue that occurred on the device. Vyaire technical support reported that this touchscreen problem is a clear case of a known issue affecting 6th generation touchscreens (non-responsive/slow-reacting) in which the root cause has been traced to the soldering process of the chip carrier to the touch controller board. An 806 report reference number 3004553423-11/21/19-002-c is in scope for the suspect device and a software fix will be made available. The user interface assembly is for replacement.

Event description:
The customer reported that the touch screen of their bellavista 1000 is not responsive. The customer also confirmed that they have removed the protective cover of the machine's screen. There is no patient involvement associated with this event.